Manufacturer narrative:
Manufacturing evaluation: the valve was received in a plastic container, submersed in an unidentified liquid. Deposits are visible in the liquid. Visual inspection - a deformation of the outer housing and scratches of the progav valve was observed during the inspection. The housing was subsequently measured and confirmed the presence of a deformation, outside the tolerance. Permeability test - a permeability test has shown that the progav valve is permeable. Bloody fluid leaked during the test. Adjustment test - the progav valve was tested and is adjustable to all specified pressures. Braking force and brake function test - the brake functionality test has shown that the brake function is fully operational; however, the braking force is not within the specified tolerances. Computer controlled test - to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The progav valve is not operating within acceptable tolerances. Results - the opening pressure of the progav valve was out of tolerance, but all other specifications were met. The opening pressure of the progav was lower than expected, indicating a tendency towards over-drainage. Finally, we have dismantled the valve. Inside the valve we have found slightly build-up of substances (likely protein). Based on our investigation, we confirm that the progav valve was operating in an tendency to over-drainage state at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the prgava valve could not be determined through our investigation. Significant outside pressure, for example by too much force from the prosa adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Patient height 185 cm. Associated medwatches: 3004721439-2019-00269. Additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with the shunt system. The patient was initially implanted on (B)(6) 2019. Postoperatively, there was over-drainage of the valve noted. There was a revision on (B)(6) 2019. Additional information was not provided.